Manufacturer narrative:
Describe event or problem, and patient codes updated. (B)(4).

Event description:
It was further reported that the cause of death was cardiac arrest.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6), the patient was diagnosed with non-st segment elevation myocardial infarction. The patient presented to the hospital about 18 hours after experiencing initial severe chest pain which was about two hours in duration with electrocardiogram (EKG) changes and troponin elevation. In (B)(6), emergency medical services (ems) arrived and found the patient to be unresponsive, pulseless and cyanotic. The patient was intubated, medications administered, and since then, was asystolic with two episodes of ventricular fibrillation. Ems reported the patient to be pulseless for one hour prior to hospital admission. The patient remained pulseless in the emergency department after rounds of medications and chest compressions. As prognosis was poor, the patient was pronounced dead. Death certificate is not available with the site and autopsy was not performed.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-06964. (B)(4). It was reported that the patient died. In (B)(6) 2012, the patient presented with unstable angina and myocardial infarction (mi), and coronary angiography was performed. Target lesion #1 was a bifurcated de novo lesion located in the proximal left anterior descending (lad) artery with 99% stenosis and was 10mm long with a reference vessel diameter of 3.00mm. Target lesion #1 was treated with pre-dilatation and placement of a 3.00x20mm promus element plus drug-eluting stent resulting in 0% residual stenosis. Target lesion #2 was a bifurcated ostial de novo lesion located in the first diagonal branch with 99% stenosis and was 10mm long with a reference vessel diameter of 2.50mm. Target lesion #2 was treated with pre-dilatation and placement of a 2.50x12mm promus element plus drug-eluting stent resulting in 0% residual stenosis. Two days post index procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2017, the patient expired. The immediate cause of death was unknown.

Manufacturer narrative:
Describe event or problem updated. (B)(4).

Event description:
It was further reported that per death certificate, the immediate cause of death was reported as cardiac arrest.

Manufacturer narrative:
Describe event or problem, patient codes and device codes updated. (B)(4).

Event description:
It was further reported that stent thrombosis occurred as per adjudication.